Manufacturer narrative:
An event was reported where a plate osteosynthesis had to be performed due to a peri-prosthetic fracture after a fall of the patient. The ecofit® hip stem wasn't available for an optical investigation because it stayed implanted. As there were also no intraoperative pictures provided, an optical examination could not be carried out. An expert report concludes that there are no adverse features with respect to the hip stem. The periprosthetic fracture at hand can be classified as a vancouver type c fracture and has neither been caused by malfunction of the specific implant nor the implantation. The manufacturing protocols are flawless and show no deviations. Neither the surgical technique nor the instructions for use show any deviations. Periprosthetic fractures are mentioned in the instruction for use as possible implant-specific complications. X-ray images, taken after the surgical intervention and implantation of a femoral plate, are available and confirm the periprosthetic fracture. The surgical report as well as the event description describe that the femur fractured during a fall of the patient and as consequence. In conclusion, no evidence could be found pointing to a technical cause. It can be assumed that the fall event led to an overload and consequently to the periprosthetic fracture.

Event description:
The following event was reported to implantcast gmbh: the patient had fallen in the home environment and suffered a periprosthetic femoral fracture on the right. The surgical care was provided at the university hospital of münster.